Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement small straight ratcheting handle shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that, while in a spine procedure, the site's small straight ratcheting handle was damaged. The cap broke off while the handle was being hammered. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the complaint history at this account found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.